Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pnr407490h the actual device was not received for evaluation. Performance data collected from the device showed (B)(6) 2010 and (B)(6) 2010 at the device recorded a critical ram parity error por (power on reset)

Event description:
It was reported that the paient was under going radiation treatment and had a power on reset. The device was reset and lead integrity alert reloaded and is still in use. No patient complications have been reported as a result of this event.